Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 29 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 219 allegations of a malfunction, 145 pumps were returned to animas and investigated. Of the investigated pumps, 141 were found to be malfunctioning due to moisture present in a part of the pump. During investigation for unrelated complaints, there were 292 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 219 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-75 years of age and between 19 and 280 pounds. Of the reported patients, 92 were male and 127 were female.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 6 instances of moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instances of moisture ingress failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.